Manufacturer narrative:
The field service engineer (fse) resolved the issue by replacing the red blood cell (rbc) aperture, cleaned the area behind the aperture mounting plate and the main chassis to remove a potential salt bridge caused by the buildup of dried reagents between the rbc aperture and the mounting plate. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported elevated platelet results, for one patient, involving the coulter act diff 2 analyzer. The elevated result did not correlate with the patient's original value. The patient sample was sent to a reference laboratory where a lower platelet result was recovered and considered correct. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer was advised to not use the instrument. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.